Event description:
It was reported that the customer experienced a high blood glucose level of 513 mg/dl, with the value obtained from both a continuous glucose monitor and a blood glucose meter. Cause was not known. The customer attempted to address the high blood glucose by administering a correction bolus via their pump, and declined any additional supplies or system checks, indicating that no further assistance was required.